Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced low back and pelvic pain, mixed urinary incontinence, recurrent granulation tissue, recurrent vaginal mesh exposure, vaginal spotting, vaginitis, erosion, recurrent urinary tract infection, frequency, nocturia, infections, incomplete bladder emptying, and inflammation. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 3011770902-2016-00226.